Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative regarding a patient who was receiving an unknown drug at an unknown concentration, dose and frequency via intrathecal drug delivery pump for an unknown indication for use. It was reported that the patient was reporting notable tenderness around his pump. The patient did not want to have his pump refilled unless he was put under anesthetics. The doctor refused to do so and the patient decided he wanted his pump explanted. It was reported as unknown what environmental, external or patient factors may have led or contributed to the issue. It was reported that when the pump was explanted, the tissue around the pump looked irritated according to the hcp, but the lab testing showed no active infection. The rep asked the managing doctor, but there was no known cause of the irritated looking tissue. Surgical intervention occurred: the whole system was explanted. The device would not be returned, as the customer discarded it, and would not be replaced in the future. It was reported as unknown when the event occurred. It was reported that the issue was resolved at the time of this report. The patient status was reported as "alive - no injury." No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via manufacturer representative. It was reported that the cause of the patient's tenderness and irritation around the pump was not determined. No further complications were reported.